Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. Reportedly, the customer reused the syringe needle. Tandem technical support educated the customer on the syringe needle being single use only. Customer's blood glucose level was 215 mg/dl. Multiple cartridge changes were performed resolving the issue.